Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous abdominal aorta. After a stent graft was placed, a 035/260 amplatz super stiff¿ guide wire was re-advanced from the iliac artery but was unable to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed peeled coating.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the unit was returned in a generic plastic bag. The unit returned has jump coils with the coating peeled and distal end kinked, as part of overall visual revision. The unit matches with the upn provided by the customer. Visual inspection was performed and the device presented: jump coils and the coating peeled was at 88.5cm to 89.0cm approximately from the proximal end; and the distal end was kinked and bent. All the outer diameter (ods) and guidewire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).